Manufacturer narrative:
(B)(4). Re-processing information not provided. Medical complication reported, reoperation.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Postoperative diagnoses type ii incontinence, cystocele, obesity, diabetes. Reoperation performed on (B)(6) 2006 for exposed mesh after cystocele repair.

Manufacturer narrative:
Tracking number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional surgery (B)(6) 2015 for urgency.